Event description:
The endurant right limb was pulled up into the aneurysm sac due to the patient¿s short iliac artery causing the endoleak. The cause of the event was most likely due to disease progression from iliac artery dilatation.

Manufacturer narrative:
(B)(4). Results: migration, endoleak. Unknown cause of event. Anatomy related; disease progression. Conclusion: unknown cause of event. Migration, endoleak. Anatomy related; disease progression.

Manufacturer narrative:
Results, conclusion: disease progression; iliac artery dilatation.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately seven years post implant, a CT scan showed the aneurx bifurcate had migrated with no evidence of an endoleak and the aneurx limb had separated from the bifurcated stent graft. An intervention was performed and the physician implanted an endurant aortic cuff and limb resolving the event. No clinical sequelae were reported and the patient is fine.